Event description:
Customer called to report high blood glucose (bg) levels despite bolus insulin doses. She only cited her highest bg (325 mg/dl). She is using the pinch-up method when applying the pods. She did not notice any kinks or blood in the cannula. She does remember hearing a clicking noise when filling this pod with insulin. She was advised not to use any pods if she hears a clicking noise. No further information is available.

Manufacturer narrative:
The product was not returned so no evaluation is possible. The customer noticed a "clicking" noise during the fill process which indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.